Event description:
It was reported that the patient administered insulin based on high blood glucose results from the blood glucose monitor resulting in hypoglycemia. The patient received a blood glucose result of 457 mg/dl from the accu-chek performa system and a 377 mg/dl result from a non-roche device. It is unknown if the patient administered insulin based on these results. At an unknown time, the patient experienced hypoglycemia symptoms of fatigue, speech disorders, dizziness, and hallucinations. The patient was admitted into the hospital for 1 hour. The patient was treated with a glucose drip at the hospital. The patient received the following results within 15 minutes: 303 mg/dl (patient's meter) and 270 mg/dl (lab result). No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.